Event description:
The customer reported that the mx40 alarmed for a "pacer not pacing" event instead of an asystole on (B)(6) 2023 at 12:27 for the non-paced patient in room 2127/2 west when there was a 9 second pause with only p-waves noted and no qrs complexes on the ECG waveform. The device was in use at time of event, no adverse event was reported.

Manufacturer narrative:
A follow up report will be submitted once the investigation is complete.

Manufacturer narrative:
It was conformed that the customer did not report any failure of a telemetry device or device malfunction. The field service personnel response was that the customer had not indicated a failure or malfunction of a mx40 device, no additional information was provided.